Event description:
It was reported that the right atrial (ra) epicardial lead was capped due to high impedance. The lead is suspect of a possible fracture. The lead was not replaced and remains out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4965-35 lead implanted: 1996-(B)(6). (B)(4).